Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bles procedure, the intact wand wires fractured during capture of the lesion. The physician was able to remove the wires from the patient. There was no adverse effect reported.